Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when opening the package, there is grit on the front end of the catheter. The affected product was not used on a patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong catheter with inlaid stiffening stylet. Microscopic inspection of the returned catheter found that a circumferentially aligned split was present proximal to the valve. The split was observed to be arc shaped with a pronounced hook on one side. Further inspection, found that the fracture surface was granular and the edge was rounded. Features which are indicative of tensile stress. The catheter was bisected and the inner wall inspected. The inner wall had a dull quality at the center of the split, suggesting that the area had experienced abrasion. Given the proximity of the stylet tip to the tear, it is likely that observed impression on the inner wall was caused by coming into contact with the stylet tip. However, it could not be determined when or how this occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when opening the package, there is grit on the front end of the catheter. The affected product was not used on a patient. No other information was provided.